Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve was implanted on (B)(6) 2022. A few days after the valve was implanted the surgeon noticed that the patient had continued enlargement of the ventricles. An unknown test was made, and it was concluded that the valve was not working properly. The patient was brought back to the operating room and was tested with a manometer and was determined that that shunt was not draining. Therefore, the shunt was removed and replaced on (B)(6) 2022. The surgeon described patient condition as "like a new person".

Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; raised needle guard was noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The root cause for the problem reported by the customer could be due to the raised needle guard probably due to wrong handling as noted in the "IFU" : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Event description:
N/a.